Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate anti tachycardia pacing (atp) and high voltage therapy for a super ventricular tachycardia (svt). The physician decided not to perform programming at the time. Medication changes were discussed. The patient was stable.